Manufacturer narrative:
Concomitant medical products: hospira IV bag, 250ml, 0.9% sodium chloride injection usp, lot # 52-064-jt, exp. 01 apr 2017; therapy date: (B)(6) 2016. The customer¿s report of norepinephrine infusing faster than programmed was not confirmed. The pcu event log showed the source pump module was programmed to infuse norepinephrine weight based dosing 4mg/250ml at 9ml/hr with a vtbi of 250ml at 6:57 am on (B)(6) 2016. The infusion was then paused and was started at 11:23 am. The infusion ran from 11:23 am to 12:49 pm. During this time the dose was changed 7 times and the device was paused 2 times. The volume recorded as being infused during this period was 7.082ml. At 11:23 am, the user started the infusion. At 11:30 am, the user changed the dose to 0.01mcg/kg/min, (rate 4.5ml/hr), and started the infusion. The infusion was then paused. Free flow was not observed during functional testing. Fluid was not observed to flow when the primed set was loaded and the door closed. Functional testing found the pump module to be delivering fluid slightly out of specification on the low side. There were no leaks or anomalies observed with the primary set. It should be noted that a 3rd party door was installed on this device. Since this part has not been validated by carefusion, it cannot be determined if this part may have contributed to the customer¿s report of free flow. The root cause of the norepinephrine infusing faster than programmed was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml sodium chloride; 2420-0007; therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a patient transport from the or to the sicu, norepinephrine was discovered to be infusing quickly even though the pump was paused. The roller clamp was closed immediately. The pump recorded a volume infused of 7ml, however an estimated 200ml of the 4mg/250ml bag was missing. The bag, tubing, and tubing connections were inspected and no leaks were found. The patient was hypotensive 5-10 minutes after the event, and was given calcium, epinephrine, and placed in the trendelenburg position; the patient's blood pressure stabilized to 130/80 shortly after. There is no report of any lasting harm.